Event description:
During remote follow-up, myopotential oversensing was observed. Abbott technical support was contacted and suggested for the patient to attend the clinic to investigation further. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated additional episodes of myopotential oversensing were observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event, although, additional episodes of oversensing were observed. No additional intervention has been performed at this time.